Manufacturer narrative:
Additional information has been requested but not received. Device not returned for investigation. If the device or additional information become available, a supplemental report will be issued.

Event description:
It was reported, that the nail broke while the patient was drying himself after taking a shower. Patient was revised.